Event description:
A consumer reported that they would like adhesive discs to help with recharging because the implantable neurostimulator (ins) had shifted. No patient symptoms were reported and the device was indicated for spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.